Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The reported events of loop detached and loop failed to cut. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a polyectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop failed to cut the polyp and subsequently detached inside the patient. The loop was successfully removed from the patient and the procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the loop was detached and the wire was kinked in the middle of the device. The loop was elongated and both the wire and loop cannula have evidence of the crimping process. The wire od was found to be within specification. Evaluation of the retuned device revealed that all crimping marks were in the correct position as required for the device. An attempt to recreate the failure was unsuccessful. Additionally, consultation with manufacturing and quality engineers failed to identify a root cause for this failure. As a result, the most probable root cause in undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop failed to cut the polyp and subsequently detached inside the patient. The loop was successfully removed from the patient and the procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be good.